Event description:
A malfunction alarm occurred with the customer's pump, and the fault ID was confirmed. There was no reported impact to the customer¿s blood glucose level because the relevant data was unknown or declined. To resolve the issue, the customer was instructed to put the pump into storage mode and use a backup therapy with multiple daily injections (mdi) to ensure insulin delivery was not interrupted. The customer was sent a replacement pump and agreed to return the problematic pump with a prepaid shipping label.